Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter postal code - (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation surgery. In the surgery with the ten system, the inserter in question was finally disassembled into the pieces after the grip part of the inserter came off. The surgery was completed successfully without any surgical delay. In the past, this inserter was similarly disassembled multiple times, and each time it was reassembled and used at the hospital. There are probably at least three disassembly histories in the past, but information about the date and time and the situation is unknown. This report is for one (1) inserter f/ten. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d7, h6 part: 359.219. Lot: l943005. Release to warehouse date: 30 aug 2018. Manufacturing site: werk hägendorf. Supplier: früh verpackungstechnik ag. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the inserter f/ten was broken from one of the clamps, fragment was returned. A dimensional inspection for the inserter f/ten was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the inserter f/ten would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following drawings reflecting the current and manufactured revisions were reviewed: - einschlaeger kpl. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, d1.